Manufacturer narrative:
The pump was received with a blank display due to corroded battery tube. Unable to test the self test and the displacement test or verify operating currents and low battery alarms due to blank display.

Event description:
Customer reported via phone call that the insulin pump did not hold an entire day of battery life. Customer blood glucose level was 91 mg/dl. Customer also stated that the they received low battery alert. Trouble shooting was performed. The device will be returned for analysis.